Event description:
During shift check, the autopulse li-ion battery (s/n 10538) did not power on the autopulse platform. The battery was charged successfully in the autopulse multi-chemistry battery charger (mcc) before using it in the autopulse platform. The status led of the mcc showed a green light, and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. The customer suspected the zoll quick carry case caused the battery to heat up quickly. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.